Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received post-reset ram crc alarm immediately after a battery change. The customer's blood glucose was unknown at the time of incident. Customer states that history during testing to determine why pump and meter would not pair and she had changed battery just prior to alarm occurring. Customer advised to monitor insulin pump and call back to test transmitter if it is not resolve by transmitter, need to replace the meter and if it is also cannot pair with pump then pump will be replaced. Insulin pump will be returned for analysis.